Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was confirmed they upgraded the software.

Manufacturer narrative:
Concomitant medical products: sw app 9735762. V 1.2.0 is being corrected to product ID: 9735737 version: 1.0.3. The software logs and exams were received, but software analysis has not been completed at this time. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was confirmed that the system was running app 1.0.3 in which this was an issue.

Manufacturer narrative:
H3: sw kit 9735737 stealth s8 cranial - a software analysis was initiated to determine the probable cause of the issue. Analysis decided that this occurrence will not be added to the existing test track record as that record was closed with the release of ste althstation s8 application version 1.1.0 which incorporated the fix for this anomaly. Fdm 10, fdr 104 and fdc 4307 h3: sfw 9735913 stealth s8 stealthviz app - a software analysis was initiated to determine the probable cause of the issue. Analysis found that the behavior described was the intended behavior of the software. Software is functioning as designed. Fdm 10, fdr 213 and fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: sw app 9735762. V 1.2.0; sw app 9735913 v 1.4. Fdm , fdr and fdc applies to both softwares. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the surgeon was planning in stealthviz and were able to create tracts without issue, however when they pushed them over to the clinical software (geometry export), the tracts were no longer in the head, but were down in the neck. They still looked normal for the integrity of the tract; they were just not in the correct location. Troubleshooting were performed and they over therasterized version and that looked normal and lined up without issue. Re-pushed geometry with no resolution. Attempted to re-merge in the tensor prep, but now going into that, the gradients were all showing b0 and no colors were visible. They decided to just use the rasterized in the upcoming case. There was no patient present when this issue was identified.